Event description:
It was reported that the school nurse treated a low glucose episode and the user then announced and dosed for lunch on the ilet, after which glucose rose sharply from 112 mg/dl to 334 mg/dl prompting automated correction with the meal bolus and a subsequent low. The event was attributed to user procedure during meal announcement, and no device component issue was applicable. Symptoms included hypoglycemia and hyperglycemia ranging from 64 mg/dl to 334 mg/dl. Outcomes included no health consequences or lasting impact, and glucose was in range by the end of the call. Investigation included communication with the nurse and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.